Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple intermittent malfunction alarms occurred and the pump stopped all insulin delivery. Reportedly, one of the malfunction alarms occurred during the load process. Customer reported blood glucose levels up to 174 (mg/dl). It was reported that the customer had manual injections available for alternate insulin therapy.